Manufacturer narrative:
The insulin pump alarmed button error followed by having intermittent buttons due to corroded keypad traces. The unit also had cracked case at the display window corners and minor scratches on the lcd window.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a keypad anomaly; the customer was sleeping and when he went to change his infusion set he noticed the buttons were unresponsive the patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.